Event description:
Reporter stated in a fasting, back-to-back, meter (at home)-to-lab blood glucose test, her result ran 130 and 209 mg/dl, respectively. Control solution test was 100(83-125) mg/dl. Reporter states she only tests once a day every three days. Reporter is on oral medication. Reporter stated she never experiences any symptoms.